Manufacturer narrative:
This batch of screws presents no manufacturing defect. Everything conforms to specifications. In the absence of additional information and in the impossibility of recovering the screw for expertise, the cause of the breakage is not determinable.

Event description:
(B)(4). Health facility asked for screw to be replaced due to implantation failure: screw broke and was removed.